Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 323.062, lot: 4l48833, manufacturing site: bettlach, release to warehouse date: may 15, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the forefront of the drill bit is broken off, the fragment was not returned for evaluation. The flutes are untwisted above the fracture face. Dimensional inspection: checked dimensions with caliper. Outer shaft diameter below the groove specification = pass the other relevant dimensions could not be verified due to the deformed flutes. Drawing/specification review: the sub-component 60065745 is not lot tracked. Therefore the last three potential work orders that were produced prior to lot 4l48833 were reviewed. The review has shown that with 440a stainless steel the correct material was used and that the hardness was within the specification as defined in drawing. Investigation conclusion: the complaint is confirmed as the drill bit is broken as complained. During the performed evaluation no manufacturing related issue could be detected. Based on the provided information we have to assume that a mechanical overload by an excessive metallic contact with the mentioned screw caused the deformation and finally the breakage of this drill bit. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6). As follows: it was reported that on (B)(6) 2020, the patient underwent a surgery with the drill bit. During the surgery, the drill bit broke when it contacted with an inserted cortex screw. The fragment of the drill bit was generated, but the surgeon removed it. The surgeon confirmed by image intensifier that there was no fragment in the patient. No further information is available. Concomitant device reported: unknown cortex screw (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).